Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the cover of the emitter on this system has been broken off and it is not functioning normally. This is the second occurrence in less than 6 months, both due to negligence the manufacturer representative thinks. No patient was present at the time of the event.